Event description:
Information received indicated the right head siderail would not latch.

Manufacturer narrative:
The latch spring was found to be weak. The spring was replaced to resolve the issue.